Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that the coil prematurely detached during procedure. The physician used a snare to remove the coil. No patient injury was reported with this event.

Manufacturer narrative:
Based on the investigation findings the customer complaint is confirmed. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).